Event description:
A customer contacted baxter technical service center regarding a system error during initial drain while using the home choice system. The caregiver (cg) did not know what error they received. The service representative (tsr) had the cg stop the setup and check the alarm log. System error 2240 / 2367 were received. The cg stated, the patient line had a hole in it. Tsr explained the alarms, advised cg to turn the machine off, close all clamps, discard supplies and start over with all new supplies. The cg was contacted in (B) (6) and stated that a knife was used to open the carton in which the homechoice set was delivered. The cg confirmed there was no patient injury or medical intervention associated with this incident and that he has been continuing with therapy as usual.

Manufacturer narrative:
(B) (4). Per the caregiver, the sample was discarded.